Event description:
Related manufacturer reference number: 3006705815-2024-01994 and 1627487-2024-07520 and 1627487-2024-07521. It was reported that the patient had an infection near the lead site. Surgical intervention took place where the entire system was explanted to address the issue. Cultures were taken by the physician. The current status of the infection is unknown, and the manufacture representative will not be receiving further updates regarding the status of the infection.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.